Event description:
Md doing procedure using thermedx warmer/pressurizer machine, complains that it was not flowing very well. The flow was adjusted then checked the tubing inside the machine but when it was opened it, looked like it was overheating in the cartridge. Turned machine off and unplugged it. Sent back to vendor for repair. Found to have an issue with the heating element. Manufacturer response for thermedx fluid management system, thermedx (per site reporter): the unit was assessed by the company and found to have an issue with the heating element, which was replaced, and the unit was returned.